Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient's implantable cardioverter defibrillator, right ventricular lead and right atrial lead was explanted due to infection. The patient was discharged with no reports of adverse consequences.